Event description:
Facility alleges pt reacted to two dialyzer of the same lot duringialysisrreports that 30 mins. Into treatment pts pressures up & dialyzer darkened. Dialyzer darkened. Dialyzer replaced - within five (5) minutes pt complained sob, flushing & chest tightness. Treatment discontinued o/2 given. Dialysis resumed with no further problem reported.